Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported left-side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : not observed openings in the device. Additional observations: white particles observed in the surface of the shell. Crease fold observed in the device. No further actions are required as the device was implanted

Event description:
Healthcare professional reported left-side rupture. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.